Manufacturer narrative:
A service visit was requested by the customer, but the following day on (B)(4) 2015, the customer reported that the leaking tubing had been identified at pinch valve pv49, and had been replaced to resolve the leak. The service visit was canceled and there were no further issues reported. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument and there were diluent comparison error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.